Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. Lv lead impedance is > 4000 ohms since implant. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead showed high impedance. An x-ray showed that the lead pin was not correctly inserted into the connector block. The lv polarity was reprogrammed and the physician is monitoring via remote monitoring. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was also reported that the lead was implanted after the "use before date."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.